Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, there is corrosion in video connector. It is caused by mishandling - (connecting wet scope in video connector). No error appeared during the inspection however sometimes interference in the image appeared. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video processor exhibited error code b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.